Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a hydra jagwire was used during an endoscopic retrograde cholangiopancreatography procedure with stones in the common bile duct, performed on (B)(6) 2009 (pt over 18 years old). According to the complainant, during the procedure, the physician used a hydra jagwire in very tortuous anatomy, performing many exchanges. Towards the end of the procedure, which took 80 minutes, the coating of the guidewire was observed to be damaged, coming away from and exposing the core wire. The physician used another hydra jagwire to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.